Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval flexible snare was used during a polypectomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device failed to cut the less than one (1) cm target polyp in the colon. The technician tried to troubleshoot the device by opening and closing it again. However, the issue was not resolved. The procedure was then completed using another sensation snare. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.